Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken light guide bundle. A root cause could not be identified. Based on the results of the investigation, it is likely the image was abnormal (flickering) due to a malfunction of the universal cord. A root cause for broken light guide bundle could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was reported that the rigid video laparoscope image was abnormal. The issue occurred during maintenance. There were no reports of patient involvement.